Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated for complaint (B)(4) on (B)(6) 2025. Test results: no testing is required for malfunction code no malfunction based on complaint information, see the test report completed for a different complaint but same lot in 2114096 complaint test report. Device history record (DHR) review: DHR review was completed as part of complaint (B)(4). The lot 6006261 was manufactured according to document version 80 appendix 1 batch card for production of packaging room on (B)(6) 2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Trending: a query was run in database on (B)(6) 2025 against malfunction code no malfunction based on complaint information and lot 6006261, with one other complaint identified having a reportable harm. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no issue identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hypoglycemia event. Blood glucose level was 28 mg/dl at the time of the event. Patient got treated with intravenous (IV) glucose. The duration of hospitalization was greater than 24 hours. No further information available.